Manufacturer narrative:
(B)(4). Results of investigation: the service technician was able to verify the reported issue. Visual inspection revealed damage to the lemo connector. Jp4 of the power flex circuit was burnt. Further visual inspection revealed the unit was received with a missing vent side lemo pigtail. The customer¿s ac adapter was not received with unit in service; however, the ac adapter cable extension was received in service with the unit. There were no abnormalities were found on ac adapter cable extension. The service technician replaced the vent side lemo pigtail and the power flex circuit.

Event description:
The customer reported that the ventilator had a "plume of smoke from the connection port." When the fieldworker tried to plug in the ventilator to charge it, 2 out of the 5 prongs were charred. The customer reported no patient involvement.